Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 14-jun-2020 and 6-feb-2021 recorded varying sensing amplitudes between 7.9mv and 11mv with a decrease to 6.8mv at the end of the recording period. At the same time the pacing impedance decreased from 430ohms to 340ohms and the shock impedance decreased from varying values between 77ohms and 95ohms to 58ohms. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing with shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 70 months after the implantation the patient received inappropriate shocks due to oversensing. The lead will be explanted.